Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (2000 mcg/ml at 303.0 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had discomfort due to the position of the pump, so the healthcare provider (hcp) performed pocket revision. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were not available due to legal/confidential reason. The patient status was alive and no injury. The issue was resolved.